Manufacturer narrative:
Batch review performed on 11 october 2019: lot 187090: (B)(4) items manufactured and released on 30-dec-2018. Expiration date: 2023-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event (complaint (B)(4) [mr 2019-00550]). Clinical evaluation performed by medical affairs department: delayed infection in cementless tha, 8 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed 6 months after the primary due to suspect an infection and pain. The pathogen is unknown. The surgeon revised the head and liner.